Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a charcot surgical procedure on (B)(6) 2018 that utilized paragon 28 gorilla screw system. The lcf screw was reported broken and the beaming screw bent at 6 months post-operatively. It was reported that the initial correction had a good declination angle. A revision surgery was not scheduled and patient information was not provided. This report focuses on the bent beaming screw.